Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer's blood glucose reading was unknown. Customer advised the display screen flashed and they were only able to see the partial screen of the numbers flashing when the basal button was pressed. Customer declined to further troubleshoot and declined to return the insulin pump.